Event description:
It was reported that a patient presented to the emergency room (ER) and the patient's right ventricular lead exhibited intermittent capturing issues. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.